Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the guide wire and suture interacted and the suture was closed over the guide wire shearing the tip of the guide wire. All parts were removed and the vessel was surgically closed. There were no adverse patient sequelae reported. Though requested, no additional information was provided.